Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they replaced the batteries, however, the anomaly persists. Customer's blood glucose reading at the time of the call was 369 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive escape, act and down buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked case at the reservoir tube window corner and a missing end cap sticker.